Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tubing detached and tubing came apart on event on 11-may-2024.insertion site was abdomen. Location of detachment was at quick release. Infusion set has been used for 2-3 days. Blood glucose level was high. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 22. E1: patient city: (B)(6). Patient country: (B)(6).